Event description:
The customer reported via phone call indicating that the insulin pump alarm weak signals/lost sensor, she also high and low blood glucose but not hospitalize. Customer's blood glucos was unknown mg/dl. The customer was offered to transfer to helpline but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.